Event description:
Procedure: colon resection. Reportedly, the instrument was fired however it would not release from tissue. As a result the tissue ripped on the pt side of the tissue (not the resected tissue side) therefore the surgeon had to resect further down the rectum. The procedure was then completed with a similar device without further incident or any reported injury.